Manufacturer narrative:
The explanted device was not returned to bsn.

Event description:
A report was received that the patient developed hematoma at the lead site following an implant procedure. The patient underwent a lead explant procedure. No further information could be obtained.